Event description:
Two years ago at implant, the patient had a 2v, 0.4 ms threshold. Over time, the chronic threshold became 4v so the battery of the pacemaker is now over. The physician decided to change the whole system but he was sure that the drastic increase in threshold was due to a failure of the system.